Event description:
Bard PICC line cut to 20 cm making it a mid-line. Line inserted without incident. When withdrawing to check placement, line developed a hole. When taking line out it broke at juction where line widens at tie down. Second kit from same lot crinkled when trying to pull out wire.